Event description:
During troubleshooting for a check lines and bags alarm which occurred on the homechoice (hc) during use during prime. The home patient (hp) stated they changed the cassette but not the bags. The technical service representative (tsr) instructed the hp to close all the clamps and turn off the machine. The tsr informed the hp that the setup was compromised, and instructed the hp to discard the setup and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The hp stated they understood it was not proper technique. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.